Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, error code e27 (processor malfunction) was displayed on the bronchofibervideoscope. There was no patient involvement.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that due to corrosion on terminal of electrical connector, the e227(scope communication error) occurs. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.